Event description:
The patient experienced elevated blood glucose levels, and reported that the pump history was inaccurate.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not been completed.